Event description:
Pt reports multiple complaints on quality of pen needles. Pt reports multiple pens needles per box that are defective and not working. Medication will not come out of needle/needle is blocked and will not come out. Keeps changing out needles until he gets one that works.